Event description:
The customer reported that the speaker is malfunctioning. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that there was no speaker issue. An rse clarified that the customer did not want the sound to go to another area and it was not known how the issue was resolved since no response from customer despite making multiple attempts. The device was confirmed to be operating per specifications and no failure was identified. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.